Event description:
The patient's anatomy did not appear to be tortuous or have any calcification. A proximal type I endoleak was noted after the renu device was placed. The cause of the endoleak was unknown and information provided states that the graft was sized correctly. Another maufacturer's stent was placed and resolved the endoleak.